Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number pc-(B)(4). Has two reports: (1) mrn 2029046-2023-01448 for product code unk_c3 cs refstar - deflectable (2) mrn 2029046-2023-01450 for product code d134804 (thermocool® smart touch® sf bi-directional navigation catheter).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an unknown decanav electrophysiology catheter. The patient suffered cardiac tamponade (CT) requiring pericardiocentesis. It was reported that during an afib case, a pericardial effusion (pe) was noticed in the patient. They reported that when the physician had inserted the decanav catheter and advanced it into the coronary sinus, it seemed that the decanav catheter "went out too far." They reported that shortly after that, the patient's blood pressure dropped. The anesthesiologist administered "livo" medication to the patient, and the blood pressure normalized. They reported that upon inspection on intracardiac echocardiography (ice), no effusions were noticed. The patient's blood pressure dropped once again. A large pericardial effusion was confirmed on ice. The medical intervention provided was a pericardiocentesis, and it is unknown how much fluid was removed, as some of the fluid was recycled back to the patient. The physician believed that the cause was that the decanav catheter went out too far in the coronary sinus. The patient was in stable condition at the time of the call. The adverse event occurred on (B)(6) 2023. It was discovered post use of bwi products. The doctor was unsure what caused it. Intervention provided was a pericardiocentesis. Outcome of the adverse event was fully recovered (no residual effects). Other relevant history reported was that the patient had a history of poor lungs. The patient also had an abundance of scar on her posterior wall with zero previous ablations. Smartablate generator was used. Transseptal puncture was performed with a baylis rf needle 98 cm no catalog number. Prior to noting the pe or CT, ablation was performed. There was no evidence of steam pop. The event occurred after ablation phase. Irrigated catheter was used in the event, the flow setting was 50w 15. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Visitag module was used, parameters for stability used was tag size 3, 3 sec for 3mm, 25% 3 grams. No additional filter used with the visitag. Color options used prospectively was impedance. All devices were discarded by the lab staff.